Event description:
It was reported by service report that the siderail would not latch in the upright position and the prongs on the power cord were bent. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: bent prongs on power cord. Siderails won't latch in upright position.